Manufacturer narrative:
An on-site investigation was conducted by our field service engineer (fse), who was unable to reproduce the reported issue. However, the device logs indicated that both the inspiratory and expiratory pressure transducer printed circuit boards (pcbs) were defective and were therefore replaced. The received test logs indicated that the pressure transducer monitoring test failed the puc due to a deviation in >6 cmh2o pressure, likely caused by a drifting offset from the factory default. The ventilator passed all functional and safety test and was cleared for clinical use after the replacement of parts. All can be confirmed in the provided device logs. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. Both pcbs were sent for further investigation. Ocular inspection of the returned parts revealed no abnormalities. Simulated test was conducted, which failed the pressure transducer test during the puc due to a deviation in >1 cmh2o pressure. Upon disassembling the plastic connector on the pcbs, debris and dirt were discovered inside the sensor cavity through microscopic examination. The conclusion is that this contamination may have caused the reported issue at the time of the event and during the simulated testing conducted in the investigation.

Event description:
Manufacturer's reference ID: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).